Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. The device immediately leaked oxygen from the oxygen inlet port of the oxygen blender. Visual inspection revealed that two screws were missing from the oxygen blender. The service technician installed new screws and the reported issue was resolved. The device passed 48.9 hours of extended bench testing at the customer's settings. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator was leaking oxygen while connected to a patient. The crew heard a hissing sound and realized that there was a leak at the connection. The customer confirmed that there was no patient harm associated with the reported event.